Manufacturer narrative:
Occupation: non-healthcare professional. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that upon opening the intra-aortic balloon (iab) box, the customer noticed that the fiber optic cable had a kink in it. They proceeded to use the iab, but once therapy was initiated a fiber optic sensor failure alarm was generated. The iab was removed and replaced with a new one. Therapy was continued without any alarms. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane loosely folded with traces of blood on the exterior of the catheter. No kinks or physical damage noted. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. An optical fault locator was used to detect any breaks along the length of the optical fiber. No breaks were detected. The reported alarm was most likely caused by the sensor failure and has been escalated to the respective supplier to determine a root cause. The evaluation confirmed the reported sensor failure. However, the reported kink cannot be confirmed since the evaluation did not detect physical damage on the iab. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.